Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with "fluids"; nature of fluids was not provided, and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.